Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, it was observed that there was temporary sensor accuracy during the reported event on august 7, 2021. The root cause of the sensor inaccuracy could not be confirmed by analyzing the sensor diagnostics data. A return material authorization (RMA) was authorized to return the sensor for investigational purpose. However, the RMA was never received. As a result, no further investigation was possible for this complaint and the root cause for the issue could not determined.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event by waking up at night. Patient complained that he did not receive any alerts. Patient was shivering and sweating. Blood glucose (bg) was 38 mg/dl where as sensor glucose (sg) was 105 mg/dl. Patient did not require any medical attention/intervention and was able to resolve the incident himself by eating sugar.